Manufacturer narrative:
It was reported that the fowler platform was bent. Supplemental submitted as further investigation determined that the fowler weldment was bent. This will result in caregiver annoyance. Additionally, it is not likely to harm the patient as the manual CPR release was functional to lower it manually if required. There were no sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the fowler platform was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler platform was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.